Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: investigation revealed that the keypad was torn at the up arrow keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that all keypad buttons are intermittently responsive. A review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. Investigation revealed a broken force sensor pin on the force sensor flex.

Event description:
The patient was changing the cartridge and during the load step it was pushing out 30 units of insulin. The patient reportedly kept pressing the ok button to get it to stop and it finally stopped. The patient reported multiple loss of prime warnings prior to issue. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Recall # 2531779-03/24/2010/003-r. The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete the results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.